Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire with offset coils at 19 and 21 mm from the distal end. The guide wire was intact and within dimensional specifications. The guide wire is packaged inside a rigid tube with a protective cap over the distal tip. The tube was returned, but the cap was not. It is not known if the cap was in place upon opening of the kit. A review of manufacturing records did not yield any relevant findings. The probable cause of this complaint could not be determined. No further action will be taken.

Event description:
It was reported that upon opening the kit in the anesthesia dept., the base of the j-tip of the guide wire was found damaged. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4).